Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the foot switch needs replacement. While troubleshooting the fse cleaned and repaired the footswitch. After repair, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch cable was damaged. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.